Manufacturer narrative:
Updated fields: b3, b4, g3, g6, h2, h11. Corrected fields: b5, b6, b7, d5, d10, e1(initial reporter, event site email), e2 ,e3, e4, g2, h6 (health effect ¿ impact codes).

Event description:
It was reported that during preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) would not charged when plugged in. There was no patient involvement reported and no injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an battery charging issue. No patient harm or injury reported.